Manufacturer narrative:
The impella device was returned and an evaluation is underway. A supplemental MDR will be filed upon completion.

Event description:
The complainant reported a 57 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. Shortly after initiation, the pump stopped and could not be restarted. A new impella was used.

Manufacturer narrative:
The device was returned and an investigation was conducted. An open circuit was found within the catheter that was concluded as the root cause of the reported pump stop.